Event description:
It was reported that during an in clinic check, oversensing of noise leading to pacing inhibition and inappropriate mode switch was noted on the right atrial (ra) lead. Unknown if patient experienced any symptoms due to the noise. The patient was pacing 60% of the time. The ra lead was explanted an replaced. The patient was in stable condition.